Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon/nurse could not get the spigot inserted in the stem inserter because it is to broad. The sales rep has reported that the delay to surgery was 5 minutes.

Manufacturer narrative:
An event regarding a damaged spigot protector involving an exeter stem was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection of the exeter v40 stem showed no marks of use exept traces of adhesive on the distal part of the stem. These surface damages may have occurred during manipulation of the stem. Visual inspection of the exeter spigot trunnion protector showed one lug highly bent, inducing a crack starter. A small disformation can be seen on the angle of the second lug. These defects are consistent with an issue during ejection of molding process. Dimensional and functional inspection was not performed as the spigot is too bent for this inspection. Medical records received and evaluation: not performed as medical records were not received for evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: a review of the complaint history database indicated that there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to lisi. A review by supplier quality confirms that the event is within the scope of CAPA.

Event description:
The surgeon/nurse could not get the spigot inserted in the stem inserter because it is to broad. The sales rep has reported that the delay to surgery was 5 minutes.